Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing drain complications and went to the emergency room (ER) on (B)(6) 2018. The patient began having drain issues the previous night. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient began having drain complications on (B)(6) 2018. Initially the cycler was thought to be the issue; however, the patient still encountered drain issues while attempting manuals. On (B)(6) 2018, the patient went to the ER where his catheter was examined and was able to perform pd therapy (unknown if fresenius products utilized). The patient was released and sent home, where he attempted ccpd again with the recurring drain complications. The patient continued to experience slow drains and did not complete any treatments between (B)(6) 2018 and the morning of (B)(6) 2018. The pdrn stated that the patient insisted on being seen at the pd clinic. The patient had his catheter flushed at the pd clinic and when aspirated, a piece of foam was discovered inside the catheter. The pdrn stated that the material is most likely the small betadine sponge piece from the sterile stay safe cap. The patient was unaware of how the foam ended up in the catheter. Once the catheter was flushed the patient was able to complete successful treatments without complications. The patient was administered prophylactic antibiotics (type, route, dose, strength, frequency and duration unknown) per clinic policy. Additional details surrounding the patient¿s ER course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of drain complication due to foam in the pd catheter and pd therapy utilizing the sterile stay safe cap. Per an email from the pd clinic, the foam was documented as being the betadine foam piece from the stay safe cap. As a result, the patient was seen in the ER and placed on prophylactic antibiotics after flushing the catheter and aspirating resulted in finding the foam piece. It is unknown how the foam migrated into the pd catheter. The stay safe cap cannot be excluded as a cause of the patient¿s drain complications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sterile stay safe caps shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.